Event description:
The customer reported during bootup the system displayed a bad iris pot. This happened while setting up for a case and c-arm was swapped out. There was no patient harm.

Manufacturer narrative:
Upon inspection of the collimator the gear located on the iris pot was found to be loose. The ge rep tightened a set screw on gear. He tested collimator movements with no occurrence of errors.